Event description:
Dealer states that the quick release pin for the axle the one was hanging out. Out of box failure.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.